Event description:
It was reported that the patient was experiencing pain at the bilateral hip/buttock with bilateral feet numbness. The patient underwent an implantable pulse generator (ipg) replacement procedure.